Event description:
The account alleges the head hi/low is slowly drifting down. No pt impact.

Manufacturer narrative:
The tech asked the account to check the head hi/low down valve or trendelenburg valve. Three attempts have been made regarding a resolution to this contact line, with no response. No further info is available on the repair of the bed at this time.